Manufacturer narrative:
Initial reporter phone number: (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ ID broth contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "contaminated jars."

Event description:
It was reported that while using bd phoenix¿ ID broth contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "contaminated jars".

Manufacturer narrative:
Investigation summary: this complaint is for contamination of phoenix ID broth (246001) tubes batch number unknown. No photos or sample returns were provided by the customer for investigation. Because the batch number is unknown, no retention investigation could be performed. Due to lack of photos, sample returns, and batch number preventing a retention investigation, this complaint is not confirmed. A review of quality notifications could not be performed due to the batch number being unknown. A review of complaints could not be performed due to the batch number being unknown. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.